Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain post implant procedure. It was noted that the pacing lead dislodged post implant and perforated the cardiac wall. The pacing lead was repositioned on the next day and remains in use. No further patient complications have been reported as a result of this event.